Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one pt. A pt sample was tested for accu tni and a result of 10.33ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested several times and accu tni results were in the range of 0.02ng/ml - 0.023ng/ml. The result of 0.02ng/ml was reported out of the lab. No reports of death injury, or change to pt treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was serum, centrifuged at 2,200 g for 10 minutes. The specimen was sampled from the primary tube. Three levels of qc were run before the event. Level 1 and iii were within specifications, level ii was out, low and passed upon repeat. A system check performed in 2008 failed. A passing system check was not submitted. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse inspected the instrument and noticed the wash tower vacuum valve was leaking. The fse replaced the wash tower o-ring and flushed the vacuum pump. The fse verified alignments and adjusted as necessary. The fse adjusted the mixer belt speed. The fse indicated that all verification testing passed within specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.